Event description:
The customer reported that while the iabp was in use with a patient, the iabp generated "rapid gas loss" and "blood detect" messages. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the event of "rapid gas loss" and "blood detect" alarms; however, these alarms and "auto fill failure" alarm were observed in the fault log. No blood was detected in the unit or tubing. The company representative replaced the solenoid driver assembly (part number 0670-00-0639e) and blood detect tubing (part number 0008-00-0312). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).